Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare, "the battery is broken." There was no report of pt involvement or adverse pt impact.